Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). The device is available for investigation- it has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where leak on the connector was reported. There was unknown patient involvement. There was no patient harm.

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. A leak was observed from the base of the y-clave. The y-clave was disassembled. A cut was observed on the side of the seal, typical of a needle strike. The reported complaint of leakage can be confirmed due to the damage to the seal. The probable cause is due to access with an incompatible mating device. The direction for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles, blunt cannulas, or luer caps on needlefree connectors.